Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2352-50, serial #: (B)(4), description:linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing occipital lead pain and swelling. The physician believed that the lead was surfacing. The patient underwent a revision procedure and was doing well post-operatively.